Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge intermittently decreased to inaccurate fill estimates of 105 units. Reportedly, the cartridges were filled with approximately 300 units of insulin. There was no impact to the customer¿s blood glucose level. Although requested, the customer declined to perform troubleshooting with tandem technical support.